Manufacturer narrative:
The investigation into the reported stroke/ cva has been completed since the original report was filed. As this clinical information was not provided, the true root cause of the stroke/cva could not be determined.

Event description:
The user facility in japan reported a 73-year-old male in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. The patient had been on ECMO and impella for 1 week, but it was difficult to wean ECMO, and the plan was to switch to impella 5.5. Before switching to impella 5.5 a CT scan showed evidence of cerebral infarction in several locations. It is unknown if this is related to the device. Patient is stable.

Manufacturer narrative:
The impella device was not received from the customer in japan and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿